Event description:
Recall of precision xtra blood glucose strips -abbott product, lot # 45001a496, 2 boxes, 50 test strips per box. Lot # 45682, 2 boxes, 50 test strips per box. (B)(6). Dose or amount: #1 & #2: 1 test strip. Frequency: #1 & #2: 2 times daily. Route: #1 & #2: cutaneous. Dates of use: #1 & #2: (B)(6) 2010. Diagnosis or reason for use: #1: type ii diabetes.